Event description:
It was reported the procedure was being performed on a (B)(6) male pt in the intensive care unit. It was reported the catheter was being placed into the pts left subclavian. The clinician was not able to pass the catheter over the spring wire guide. The vascular surgeon checked using ultrasound and radiology and found the wire was kinked. As a result, everything was removed intact and they were able to place another catheter femorally for the pt. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Follow-up report will be filed if additional info becomes available.